Event description:
During an in clinic follow up, it was noted the device had reached end of service earlier then expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Implant date is estimated to have occurred in january 2016.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.